Manufacturer narrative:
Additional information received. Customer reported the cause of the elevated blood glucose (bg) was due to the inability to interact with the touch screen as the battery could not be charged. Insulin pen was used to address elevated bg. Ketone level was 0.3.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. The customer also had an elevated blood glucose (bg) level of 594 mg/dl; cause was unknown. The customer reverted to manual injections for insulin therapy. Multiple attempts were made to obtain more information about the customer's high bg; however, a response was not received.